Event description:
It was reported that upon follow up the two previously treated aneurysms showed recanalization. The patient was retreated, date of the second embolization procedure was not provided. No further information was provided.

Manufacturer narrative:
PMA # or 510 k #: k012985 and k031168. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The patient suffered no clinical consequences. A review of the labeling found that the directions for use notes that multiples procedures maybe requires to completely occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication